Event description:
It was reported that an asymptomatic patient presented to the hospital remotely for a follow-up on (B)(6) 2023. During examination, it was noted that there was noise on the right atrial (ra) lead. Lead revision was recommended as the noise on the lead was too large to program around but was not performed at this time. There were no adverse consequences to the patient.